Manufacturer narrative:
Initial: awaiting product return for device analysis.

Event description:
A pso-vt was indicated to monitor icp in a case of traumatic brain injury. The monitor showed e001 after the implantation. This incident leads to additional surgery for the patient. The device was explanted.

Event description:
A pso-vt was indicated to monitor icp in a case of traumatic brain injury. The monitor showed e001 after the implantation. This incident leads to additional surgery for the patient. The device was explanted.

Manufacturer narrative:
A kt pso-vt no. (B)(6) returned (reported as no. (B)(6)), relatively clean catheter analysis: visual: pa tube extended by 20 mm damaged area on the tube near the y-splitter; additionally, the silicone tube is abnormally deformed (indicating excessive tension on the pa tube relative to the silicone tube, a phenomenon sometimes observed during manufacturing!) Doubts regarding the integrity of the internal pressure cable. Functional: when connected to a pressio monitor, the catheter displays error e001 (electrical discontinuity). Investigation: opening the dongle housing confirms a cable break beneath the circuit board; the cable is also abnormally coiled (corkscrew-like), a sign of abnormal tension/stress; the cable is not pinched beneath the board. Data analysis shows that the zero-point calibration was performed on (B)(6) 2025 (date of the reported incident), with approximately 15 minutes of data stored in memory. Since the zero-point calibration was performed during use, this catheter was subsequently damaged (abnormal excessive tension, jamming during handling??) Traceability: the catheter's traceability shows nothing abnormal; the last functional test in production was performed on 02/12/2025 and was compliant. This kt originally bore the number (B)(6) but was subject to a recall in china due to suspected leakage. The unpacking, testing, and repackaging process required a new identification; this compliant kt was re-identified as (B)(6) in order to maintain traceability for the integration/adjustment and finishing stages. No further observations.